Event description:
Olympus medical systems corp (omsc) was informed that the esd procedure of the esophagus was performed on a dialysis patient and after the procedure, the patient moved to ICU and was treated. During the esd procedure, co2 was fed by the subject device through an endoscope, and o2 wa also fed through the nose of the patient simultaneously. The procedure was completed over 5 hours. When the esd procedure was completed, the abdominal of the patient was swollen. After the procedure, the patient condition became worse, the breathing of the patient stopped temporarily, the patient moved to ICU, and became better with the treatment of intubation. According to the report from the facility, the patient left the hospital. The doctor did not think the subject device was failure, but thought excessive insufflation might not be suitable. A field service staff of olympus checked the subject device and no failure was found.

Manufacturer narrative:
The subject device was not returned olympus for inspection, and is continuously used in the facility. No failure of the device was reported. There was no irregularity of the subject device with the device history record. There is a possibility that the patient condition is not due to the failure of the subject device but the user handling. The ucr instruction manual already states: occurrences of hypercapnemia through co2 absorption have been reported in medical literature, primarily during laparoscopic surgery. Careful clinical review prior to the procedure should be undertaken by trained medical personnel to eliminate this potential risk. To avoid complications, monitor patient parameters such as pco2, electrocardiogram, body temperature, etc., while using the endoscopic co2 regulation unit. The operator of the endoscopic co2 regulation unit must be a physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual, therefore, does not explain or discuss clinical endoscopic procedures. It only describes basic operation and precautions related to the operation of the endoscopic co2 regulation unit. The endoscopic co2 regulation unit has no function of intraluminal pressure measurement and automatic control. Over-insufflating the lumen may cause patient pain, injury, bleeding, gas embolism and/or perforation. This report is being submitted as a medical device report in an abundance of caution.